Manufacturer narrative:
Investigation included user education and troubleshooting focused on treatment of lows and meal announcements. Investigation of this case revealed that the cause of the glycemic excursions was unclear. It was concluded that no device malfunction was identified and that user guidance on avoiding overtreatment of hypoglycemia and coordinating meal announcements should mitigate future events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that while using the ilet bionic pancreas during the initial learning phase, the patient experienced both hypoglycemia and hyperglycemia with blood glucose ranging from 53 mg/dl to 239 mg/dl and approximately five hours spent outside 70¿180 mg/dl; the patient treated lows with oral carbohydrates, and no back-up therapy or professional medical intervention was used. Symptoms included low and high glucose readings without acute complications. Outcomes included transient impact without escalation to emergency care or hospitalization.